Manufacturer narrative:
This report is submitted on march 08, 2024.

Event description:
Per the clinic, the patient experienced abscess (infection) at the abutment site. Subsequently, the patient was treated with topical antibiotics (date and duration not reported). The patient also underwent a skin revision in order to debride the infected site.